Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 07/16/2013, belt 06/23/2011.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. It was reported that paramedics performed resuscitation efforts. Per clinical review of the continuous ECG recordings, the device was started up at 13:47:46 on (B)(6) 2020. The patient was in af at 70 bpm at the time of the device startup. The patient's rhythm transitioned to svt at 150 bpm at 16:15:08. The patient's rhythm transitioned to vt at 200 bpm at 17:44:33. The lifevest detected the vt arrhythmia, but it self-terminated after 24 seconds at 17:44:57, preventing the lifevest from delivering a treatment. The patient was in vt for 24 seconds before the rhythm self-converted. The lifevest acted as designed, the lifevest typically requires 60 seconds of sustained vt to deliver a treatment shock. The patient's rhythm transitioned to vt at 200 bpm at 19:24:07. The patient was in vt at 200 bpm for 106 seconds before the rhythm self-terminated at 19:25:53. The lifevest detected the vt arrhythmia, but intermittent response button use during the detection sequence prevented the lifevest from delivering a treatment during vt. It was not reported who was pressing the response buttons. The patient was in svt at 160 bpm at the time of the device shutdown at 19:38:27 on (B)(6) 2021. The patient passed away on (B)(6) 2021. Reporting event out of an abundance of caution because potential bystander interference prevented the lifevest from treating the vt arrhythmia.